Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for clotting was not observed. Additionally, 46 retention samples of the incident lot were selected from bd inventory for evaluation and visually inspected with no issues observed. 5 retention samples were evaluated for additive content and all were within specification. Complaints for sample quality were not under statistical control for the month of september 2023, additional testing was performed: bd was unable to duplicate or confirm the customer¿s indicated failure (clotting) because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. Laboratory analysis of samples indicated that these tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode , clotting. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to clotting were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. H3 other text : see h10.

Event description:
It was reported when using the tube k2edta plh 13x75 4.0 plbl lav br have clotted and hemolyzed. The following information was provided by the initial reporter. The customer stated: "the product we have on the unit that might be a faulty batch of edta bottles as lots of the samples from this batch have clotted/hemolyzed throughout the week I've spoken to a few of the consultants as they have said it might be a lab issue or the actually bottle themselves.".

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. B.3. Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported when using the tube k2edta plh 13x75 4.0 plbl lav br have clotted and hemolyzed. The following information was provided by the initial reporter. The customer stated: "the product we have on the unit that might be a faulty batch of edta bottles as lots of the samples from this batch have clotted/hemolyzed throughout the week I've spoken to a few of the consultants as they have said it might be a lab issue or the actually bottle themselves."